Event description:
The hospital reported a pt may have been perforated during a procedure. The pt went into cardiac arrest and was intubated. The pt is reportedly recovering in the intensive care unit (ICU). Hospital employees examined the endoscope immediately after the incident and could find nothing wrong with the device.